Event description:
It was reported that during a pulse generator interrogation the remaining longevity was incorrect. The device was reprogrammed and longevity was displayed correctly. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.